Event description:
This report was received from (B)(4) and is a spontaneous report by a physician from (B)(6) of peritonitis and diarrhea in a patient, coincident with bieffe formula 55 intraperitoneally (ip) for end stage renal disease (esrd). On (B)(6) 2012, the patient experienced peritonitis and diarrhea. The cause of the peritonitis was not reported. The patient received remedial treatment with cefacidal (2g/day for 2 days, IV) and gentamycin (dose and frequency not reported). The peritonitis was recovered. A causality assessment identified that peritonitis was not related.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.